Event description:
Ref importer report (B)(4).

Manufacturer narrative:
Document review: gmk primary ps fixed tibial insert size 3 - 14 mm: ref. 02.07.0314psf / lot 102827 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected and the information received, there are no evidences that the event is device related.